Manufacturer narrative:
E3: non-health care professional; e2-no. The device was returned to olympus for evaluation and it was determined that the device exhibited poor color that was caused by a faulty cable. The investigation, however, was unable to determine the cause of the cable failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head image exhibited poor color. There was no patient involvement.